Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat paroxysmal atrial fibrillation. The faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the faradrive, the physician observed air being actively pulled through the sidearm during aspiration. Readjusting the catheter did not resolve the issue therefore, the sheath was replaced, and the procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as disposed.